Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed and was determined to be use related. One MRI low profile port, one catheter lock, and one approximately 2 mm long segment of what appears to be a clearvue groshong catheter were returned for evaluation. An initial visual observation showed use residue on all of the samples. The catheter segment was observed to be split longitudinally its entire length and a circumferential indentation was observed midway on the catheter and appeared to span the majority of the catheter segment¿s circumference. A microscopic observation revealed multiple, patterned grooves throughout the circumference of the port stem. A small longitudinal split was observed at the distal end of the port stem and the surrounding area of this split was observed to be plastically deformed. Multiple, patterned grooves were also observed on two sides of the catheter lock, opposite from each other. The damage observed on the port stem and catheter lock indicate that metallic tools were used to attach the catheter to the port the surfaces of the longitudinal split on the catheter segment were observed to be uneven and granular in texture. Striations were observed on one end of the catheter segment, indicating it was cut, and the surface of the other end of the catheter segment was observed to also be uneven and granular in texture, which is typical of a tearing failure. An additional, smaller longitudinal split was observed beginning at the uneven end of the catheter segment opposite from the complete longitudinal split. The nature of the damage observed on the catheter segment suggest the catheter was pushed up against the port body causing the catheter to ¿mushroom¿ and become pinched between the catheter lock and the port stem, which eventually caused the catheter to tear. The product IFU cautions: ¿prior to advancing the catheter lock, ensure that the catheter is properly positioned. A catheter not advanced to the proper region may not seat securely and lead to dislodgement and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. Do not hold the catheter or cathlock with any instruments that could potentially damage either piece (e.g. Hemostats).¿ a lot history review (lhr) of rebp1606 showed two other similar product complaints from this lot number.

Event description:
It was reported that the catheter mismatched after the third session of chemotherapy. There was a migration of the catheter. The port has been removed and the catheter has been extracted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebp1606 showed two other similar product complaints from this lot number. Device not returned at this time.

Event description:
It was reported that the catheter mismatched after the third session of chemotherapy. There was a migration of the catheter. The port has been removed and the catheter has been extracted.